Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited far r wave oversensing resulting in inappropriate auto mode switch (ams ). Programming changes were recommended but not made. The patient was asymptomatic.

Event description:
New information received notes that programming changes were made. No patient consequences were reported . The patient was to continue with check ups in clinic.

Event description:
New information received indicates that additional programming changes were made to address the far r oversensing. The patient was in good condition.